Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nurse stated that every time the device was pacing the patient at a rate of hundred beats per minute per rate drop response programming, the patient's blood pressure was increasing in an undesired manner. The ipg remains in use. No further patient complications have been reported as a result of this event.